Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the reload would not fit into reload the instrument. A new instrument was opened to complete the case. There were no reported pt consequences.